Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain"), complex regional pain syndrome ("algodystrophy - complex regional pain syndrome"), the first episode of loss of consciousness ("loss of consciousness") and the second episode of loss of consciousness ("loss of consciousness") in a (B)(6) female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, c-section (first delivery), vaginal delivery (second and third delivery), bleeding menstrual heavy (while on combined oral contraceptives (coc)), pain nos (while on combined oral contraceptives (coc)), palpitations (patients palpitations could be possibly related to death of her parents) and eczema (during use of mirena). Allergy to nickel was not known prior to placement of essure. Previously administered products included mirena and copper iud. On (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced the first episode of loss of consciousness (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced the second episode of loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), complex regional pain syndrome (seriousness criterion disability), complication of device removal ("complication of device removal (necessary to excavate the uterine horn to remove the essure insert)"), fatigue ("fatigue"), syncope ("fainting spells"), malaise ("malaise"), allergy to metals ("nickel allergy tests positive after placement of essure"), weight increased ("gained weight"), migraine ("migraines"), hot flush ("hot flushes"), hyperhidrosis ("sweating"), palpitations ("palpitations") and dyspnoea exertional ("dyspnoea on effort"). The patient was treated with beta blocking agents, diltiazem hydrochloride (tildiem) and surgery (salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain, complex regional pain syndrome, complication of device removal, fatigue, malaise and dyspnoea exertional was resolving and the first episode of loss of consciousness, second episode of loss of consciousness, syncope, migraine, hot flush, hyperhidrosis and palpitations had resolved and the allergy to metals outcome was unknown and the weight increased outcome was unknown. The reporter provided no causality assessment for pelvic pain, complex regional pain syndrome, the first episode of loss of consciousness, the second episode of loss of consciousness, complication of device removal, fatigue, syncope, malaise, allergy to metals, weight increased, migraine, hot flush, hyperhidrosis, palpitations and dyspnoea exertional with essure. The reporter commented: the patient feels better [after removal of essure]. Perioperative difficulties with removal of essure: salpingectomy on right it was necessary to excavate the uterine horn to remove the essure insert. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: abdominal x-ray result was inserts correctly positioned. On an unknown date: allergy test result was positive for nickel after placement of essure. Following loss of consciousness/ fainting spells in (B)(6) 2013: tilt test was positive on unspecified date, prescription of beta blockers, tildiem. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-may-2017 for the following meddra preferred term: pelvic pain - analysis in the global safety database 2786 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-may-2017: the reporter did not response to follow-up attempts. No further information is expected. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain"), complex regional pain syndrome ("algodystrophy - complex regional pain syndrome"), the first episode of loss of consciousness ("loss of consciousness") and the second episode of loss of consciousness ("loss of consciousness") in a (B)(6)-year-old female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, c-section (first delivery), vaginal delivery (second and third delivery), bleeding menstrual heavy (while on combined oral contraceptives (coc)), pain nos (while on combined oral contraceptives (coc)), palpitations (patients palpitations could be possibly related to death of her parents) and eczema (during use of mirena). Allergy to nickel was not known prior to placement of essure. Previously administered products included mirena and copper iud. On (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced the first episode of loss of consciousness (seriousness criterion medically significant). In (b)(6 2013, the patient experienced the second episode of loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), complex regional pain syndrome (seriousness criterion disability), complication of device removal ("complication of device removal (necessary to excavate the uterine horn to remove the essure insert)"), fatigue ("fatigue"), syncope ("fainting spells"), malaise ("malaise"), allergy to metals ("nickel allergy tests positive after placement of essure"), weight increased ("gained weight"), migraine ("migraines"), hot flush ("hot flushes"), hyperhidrosis ("sweating"), palpitations ("palpitations") and dyspnoea exertional ("dyspnoea on effort"). The patient was treated with beta blocking agents, diltiazem hydrochloride (tildiem) and surgery (salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain, complex regional pain syndrome, complication of device removal, fatigue, malaise and dyspnoea exertional was resolving and the first episode of loss of consciousness, second episode of loss of consciousness, syncope, migraine, hot flush, hyperhidrosis and palpitations had resolved and the allergy to metals outcome was unknown and the weight increased outcome was unknown. The reporter provided no causality assessment for pelvic pain, complex regional pain syndrome, the first episode of loss of consciousness, the second episode of loss of consciousness, complication of device removal, fatigue, syncope, malaise, allergy to metals, weight increased, migraine, hot flush, hyperhidrosis, palpitations and dyspnoea exertional with essure. The reporter commented: the patient feels better [after removal of essure]. Perioperative difficulties with removal of essure: salpingectomy on right, it was necessary to excavate the uterine horn to remove the essure insert diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: abdominal x-ray result was inserts correctly positioned. On an unknown date: allergy test result was positive for nickel after placement of essure. Following loss of consciousness/ fainting spells in (B)(6) 2013: tilt test was positive on unspecified date, prescription of beta blockers, tildiem. Company causality comment: this spontaneous physician report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, algodystrophy (complex regional pain syndrome), and two episodes of loss of consciousness. Approximately 4 years after insertion, the patient underwent device removal via salpingectomy, whereupon some events resolved and her health status improved. The events were considered serious due to medical significance or disability (pain syndrome). Pelvic pain is anticipated in the reference safety information of essure, the other events are unanticipated. Pelvic pain, abdominal pain, and uncharacterized pain may occur after the insertion or during the use of essure. In the absence of alternative explanations, the causality of pelvic pain was thus assessed as related. Concerning algodystrophy, this reflex sympathetic syndrome is characterized by a disproportionate amount of pain developing after an initial injury or surgery. Since it cannot be excluded that the trigger of this event was the insertion of essure, the causality is conservatively assessed as related. Concerning the loss of consciousness, the episodes occurred some months after essure insertion. Given that the patient had a positive history of palpitations and that the events were treated with antiarrhythmics and calcium antagonists, a heart condition was considered a plausible alternative explanation (unrelated to essure). Additional non-serious events, including a nickel allergy discovered after placement of essure, were also reported. Follow-up information and a product technical analysis are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain"), complex regional pain syndrome ("algodystrophy - complex regional pain syndrome"), the first episode of loss of consciousness ("loss of consciousness") and the second episode of loss of consciousness ("loss of consciousness") in a (B)(6) female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, c-section (first delivery), vaginal delivery (second and third delivery), bleeding menstrual heavy (while on combined oral contraceptives (coc)), pain nos (while on combined oral contraceptives (coc)), palpitations (patients palpitations could be possibly related to death of her parents) and eczema (during use of mirena). Allergy to nickel was not known prior to placement of essure. Previously administered products included mirena and copper iud. On (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced the first episode of loss of consciousness (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced the second episode of loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), complex regional pain syndrome (seriousness criterion disability), complication of device removal ("complication of device removal (necessary to excavate the uterine horn to remove the essure insert)"), fatigue ("fatigue"), syncope ("fainting spells"), malaise ("malaise"), allergy to metals ("nickel allergy tests positive after placement of essure"), weight increased ("gained weight"), migraine ("migraines"), hot flush ("hot flushes"), hyperhidrosis ("sweating"), palpitations ("palpitations") and dyspnoea exertional ("dyspnoea on effort"). The patient was treated with beta blocking agents, diltiazem hydrochloride (tildiem) and surgery (salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain, complex regional pain syndrome, complication of device removal, fatigue, malaise and dyspnoea exertional was resolving and the first episode of loss of consciousness, second episode of loss of consciousness, syncope, migraine, hot flush, hyperhidrosis and palpitations had resolved and the allergy to metals outcome was unknown and the weight increased outcome was unknown. The reporter provided no causality assessment for pelvic pain, complex regional pain syndrome, the first episode of loss of consciousness, the second episode of loss of consciousness, complication of device removal, fatigue, syncope, malaise, allergy to metals, weight increased, migraine, hot flush, hyperhidrosis, palpitations and dyspnoea exertional with essure. The reporter commented: the patient feels better [after removal of essure]. Perioperative difficulties with removal of essure: salpingectomy on right it was necessary to excavate the uterine horn to remove the essure insert. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: abdominal x-ray result was inserts correctly positioned. On an unknown date: allergy test result was positive for nickel after placement of essure. Following loss of consciousness/ fainting spells in (B)(6) 2013: tilt test was positive on unspecified date, prescription of beta blockers, tildiem. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, algodystrophy (complex regional pain syndrome), and two episodes of loss of consciousness. Approximately 4 years after insertion the patient underwent device removal via salpingectomy, whereupon some events resolved and her health status improved. The events were considered serious due to medical significance or disability (pain syndrome). Pelvic pain is anticipated in the reference safety information of essure, the other events are unanticipated. Pelvic pain, abdominal pain, and uncharacterized pain may occur after the insertion or during the use of essure. In the absence of alternative explanations, the causality of pelvic pain was thus assessed as related. Concerning algodystrophy, this reflex sympathetic syndrome is characterized by a disproportionate amount of pain developing after an initial injury or surgery. Since it cannot be excluded that the trigger of this event was the insertion of essure, the causality is conservatively assessed as related. Concerning the loss of consciousness, the episodes occurred some months after essure insertion. Given that the patient had a positive history of palpitations and that the events were treated with antiarrhythmics and calcium antagonists, a heart condition was considered a plausible alternative explanation (unrelated to essure). Additional non-serious events, including a nickel allergy discovered after placement of essure, were also reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Follow-up information is expected.